Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m58, implanted: (B)(6) 1996.

Event description:
It was reported that the right atrial (ra) lead threshold has been increasing to a high threshold and has failed to capture. The patient was part of the product surveillance registry study. The lead remains in use. No patient complications have been reported as a result of this event.